Manufacturer narrative:
(B)(4)

Event description:
It was reported that multiple episodes of far p oversensing due to noise were observed on the ventricular channel. It was noted that the patient received multiple inappropriate shocks due to the noise. Patient was stable before, during and after the event.